Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, after boot up smoke was seen behind the programmer. During power-up the power supply was non-functional, the smoke and overheating was related to the power supply.

Event description:
It was reported that after boot up, smoke was seen behind the programmer. Follow-up attempts to obtain additional information were unsuccessful. No information was received indicating patient involvement.